Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery depleted and the pump unexpectedly shutdown. There was no reported impact to customer's blood glucose. Customer declined to provide further information regarding the event.